Manufacturer narrative:
Corrected data: b3-date of event is corrected to (B)(6) 2019. B4-date of this report is corrected to(B)(6) 2020. B5:the reporter indicated that a 13.2mm vicmo 13.2, -18.00 diopter, implantable collamer lens tore before/during loading. Damage was noted during injection into patient's left eye (os). The lens implanted, removed, and replaced intraoperatively on (B)(6) 2019. D6-implant date: (B)(6) 2019. D7-explant date: (B)(6) 2019. Claim#(B)(4).

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in liquid in lens vial. Visual inspection found optic torn and haptic torn. Claim#(B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a vicm5 13.2, -09.50 diopter, implantable collamer lens tore before/during loading. Damage was noted during injection into patient's right eye (os). The lens implanted, removed, and replaced intraoperatively on (B)(6) 2019. Cause of the event is reported as device.